Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7238191.

Event description:
It was reported that patient complained of immediate onset of headache which was then followed by escalated pain. Physician noted visible bleeding which was not controlled and patient was started screaming in agony and unbearable pain. Patient was taken to the emergency room and was monitored.